Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that she sought medical attention at the emergency room (ER) on (B)(6) 2025, due to high blood glucose levels while wearing her pod. She was admitted to the hospital and discharged the next day, (B)(6) 2025. Her symptoms included vomiting, dizziness, body pain, elevated heart rate, and ketones, with blood sugar levels between 400 mg/dl and 600 mg/dl. Treatment included insulin administration, zofran for vomiting, painkillers, and regular insulin injections every three hours until her blood sugar levels were in range. She also mentioned recent alarms on her omnipod 5 app. She noticed redness and a bump at the pod site, and the cannula appeared crooked or bent when removed. The patient faced an issue with a pod that was expiring and had filled a new pod with insulin but couldn't activate it because it had been filled for more than two hours. The pod was worn between 4 and 24 hours on the leg.